Event description:
Patient reported, left side "pain and deformation". "Capsular contracture", baker grade IV, "slightly irregular contours and some capsular calcifications". And "difficulty to sleeps and to do some exercises". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.